Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5 vdc power supply was evaluated calibrated to the optimal operating voltage at the image processor pcb. The system was tested and found to be working as intended and returned to service

Event description:
The customer reported that the system intermittently failed to power up and exhibited intermittent system functionality. No patient serious injury or death was reported related to this event.